Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p21j there was an issue with leakage. It was stated ¿when preparing cisplatin, it leaked from the joint of the vial.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: leak between protector and vial the sample was evaluated by jfr lab. According to its report (received on (B)(6) 2018), no leak was found. The defect cannot be confirmed. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: -it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. -visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. -overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. -film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. -functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. For all manufactured lots, leakage test is performed according to pc-226. Investigation conclusion: based on jfrl report, the defect cannot be confirmed. No leak was found. In this case, as the lot is unknown, DHR cannot be reviewed and it is no possible to check the retained samples. It is recommended to carefully followed the instructions explained in the IFU.